Manufacturer narrative:
It was reported that a revision surgery was preformed due to pain. At first it was thought there was some sign of loosening of the tibia and patella. However, intraoperatively it was discovered everything well fixed. All the components were revised. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch was performed and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No clinical information has been provided for inclusion in this medical investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to traumatic injury, joint tightness or patient reaction.

Event description:
It was reported that revision surgery was performed due to un diagnosed pain. Implants were all well cemented scan was showing some sign of loosening in the tibia and patella, however intraoperatively everything well fixed.